Event description:
It was reported that the lead exhibited loss of capture due to dislodgement. The pulse generator was reprogrammed to vvi at a rate of 50 pulses per minute.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.